Event description:
While removing iabp catheter, the balloon became lodged. When it was removed with increased force, it was noted to have old blood and a large clot in the balloon. Also noted to have 3 tiny holes.